Event description:
It was reported that the unit had a ventilator failure during the case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was started; results will be provided within the follow-up report.

Manufacturer narrative:
Based on the logfile analysis, an entry (v044) was found indicating that during the case in question, the membrane vacuum pressure, that is required to keep the ventilator diaphragm in place, was too low. It can be concluded that the fabius has reacted to the detected situation as specified- automatic ventilation was stopped and a corresponding alarm was posted. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. The pump unit was replaced during on-site checking in follow-up to the event and was available for investigation at the manufacturer¿s lab. It could be reproduced that the pump had not reached the specified vacuum pressure. Since the pump has been in use for 19 years, it was concluded that the root cause was related to wear and tear. Dräger finally concludes that the device behaved as specified upon a malfunction of a single component that was 19 years old and alarmed accordingly to alert the user; no patient consequences have been reported. The replacement of the pump has already solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the unit had a ventilator failure during the case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.